Manufacturer narrative:
Complaint conclusion: as reported, after use of a 6f/7f mynx control vascular closure device (vcd), patient came back to their follow up appointment with redness in their groin, and/or infection. The mynx control was used for venous access. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed, and possible contributing factors could not be determined with the very limited information provided. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control IFU, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ as provided in the patient brochure as puncture site post-procedure care, ¿re-apply a new band-aid daily or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid.¿ additionally, it was reported that the mynx control was used for a venous puncture. It should be noted that the mynx control vcd is indicated for use to seal femoral arterial access sites. Usage of the product other than that indicated in the product's IFU may involve additional risks/issues not described in the labeling. Based on the information available for review, there is no indication that the issue is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 6/7f mynx control vascular closure device (vcd), patient came back to their follow up appointment with redness in their groin, and/or infection. The mynx control was used for venous access. The device will not be returned for evaluation.